Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused during infusion. The expected therapy time was 46-48 hours, but the drug was pumped out around 6 hours earlier than expected. The device contained folfox (folinic acid, fluorouracil, and oxaliplatin). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, b7 (add more details), h4, h6 (update codes), h11. B5 (clarification): the patient was administered mfolfox6 regimen (folinic acid, fluorouracil, and oxaliplatin). The infusor device contained only fluorouracil. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.